Event description:
Using autosoft:90 insulin infusion set with tandem x2 pump, set began leaking so that insulin was not delivered. This was on a set inserted 30 hours prior which is intended for use for 60-72 hours. The lack of bolus and basal insulin resulted in measured blood glucose over 300 for several hours until the infusion set could be replaced. The same thing had happened twice in the last 2-3 wks with the same batch of infusion sets. This same issues have occurred sporadically with this model of infusion set over the last few months. Prior to using the autosoft:90, I had been using the cleo 90 from smiths medical. I had never had a problem with leakage at the site. In (B)(6) of 2017, tandem changed the infusion sets. They had been using standard luer lock connections for the connection of insulin reservoir to the tubing leading to the insertion site. They introduced the proprietary t:lock connection which is not compatible with the luer lock. This effectively limited the available infusion sets and eliminated all vendor except tandem themselves and their supplier, unomedical. I feel that practice is an unfair monopoly that is detrimental to consumers, particularly if the only similar product now available does not work well for some people, like me.